Event description:
It was reported that a patient experienced air gaps in the patient line of a homechoice cassette. This occurred during after set up of peritoneal dialysis therapy, after the line was primed and the patient connected; the patient did not press go to start therapy yet. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient with ending therapy and discussed continuous ambulatory peritoneal dialysis. Rts advised the patient to notify the nurse regarding missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.